Event description:
It was reported that a temperature alarm occurred while the battery was charging. Reportedly, the alarms persisted and occurred intermittently. Customer was unable to clear the alarms and reverted to another pump for insulin therapy. Customer¿s blood glucose was 54-500 mg/dl.